Event description:
Same case as MFR report#: 2134265-2010-02224. It was reported that post a coronary drug eluting stenting treatment procedure, very late stent thrombosis and a myocardial infarction occurred. Two taxus express2 drug eluting stents of unknown size were implanted in the left anterior descending artery. Approximately a year and a half later, a myocardial infarction and in-stent thrombosis occurred. It was reported that the symptoms are continuing. Additional information was requested but is not available.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).